Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that the pulse generator could not be interrogated. An EKG revealed unipolar pacing spikes capturing the ventricle at a rate of approximately 67.5 indicating the device was likely in backup vvi mode. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Revised analysis confirmed normal battery depletion.